Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during an arthroscopic rotator cuff repair (arcr) surgical procedure in a patient with hard bone density, it was observed endoscopically that the 5.5 healix advance kntls br anchor device broke immediately after insertion. It was reported that after performing a full tap again and confirming the position and angle of the bone tunnel, the surgeon tried to insert a second 5.5 healix advance kntls br anchor device, but it was observed that the device broke after one rotation. It was reported that the procedure was then completed using an external anchor from another company. It was reported that the was a 30-minute surgical delay and no harm to the patient. All available information has been disclosed. This is report 2 of 2 for (B)(4).